Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an open posterior capsule during an intraocular lens (iol) implant procedure. The surgery was completed with another lens. The patient outcome is not known. Additional information has been requested.